Event description:
Patient sex: unknown. Procedure type: CABG. According to the reporter: the needle tip broke while the surgeon had the needle in the needle holder, while passing through the aorta. Surgeon tried locating the needle visually, but could not locate it. It was not known if the patient was x-rayed. Needle tip remains missing. Surgeon continued on the case with a new suture.

Manufacturer narrative:
Initial report sent: 12/19/2007.